Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. Large amounts of biological material were observed inside the tubing. Initial analysis revealed that the guide wire handle was removed from the proximal end of the tubing, which is not the intended assembly. The guide wire was unraveled and separated. The separated portion (including distal weld) was not returned with the sample. The unraveled end of the coils was located inside the proximal opening of the cannula. The guide wire was removed, and resistance was encountered during removal. The guide wire was confirmed to be separated. After removing the guide wire, an attempt to insert a lab inventory guide wire was performed; however, major resistance was encountered at the proximal opening, which prevented the guide wire from passing. The needle hub was cross-sectioned to better analyze the proximal opening of the cannula. Microscopic examination confirmed the presence of what appears to be dried blood. The needle cannula was also cross-sectioned and this same blockage was observed. Further analysis of the catheter also revealed that it was crimped towards the tip. It is assumed that this occurred due to the unraveling of the guide wire. The inner diameter of the needle cannula at the distal tip measured 0.0230", which is within the specification limits of 0.0226"-0.024" per the cannula product drawing. The guide wire length from the handle to the point of separation on the core wire measured 3 3/4", which indicates that between 3/8"-9/16" of the guide wire was severed and not returned (per measurement b in the guide wire with handle product drawing). The guide wire outer diameter measured 0.440mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. After removal of the defective guide wire from the cannula, an attempt was made to insert a lab inventory guide wire (diameter measured 0.0175") through the cannula. Major resistance was encountered at the proximal opening, which prevented the guide wire from passing. Performed per IFU statement , "advance entire placement device a maximum of 1 to 2 mm further into vessel to insure that catheter is seated within the vessel". The blockage was sent to the material testing lab for ftir testing. The results indicated, "based on the spectral analysis results, the foreign material is most likely of biological origin". The manufacturing site and r & d were contacted. They agreed that user error likely caused or contributed to this event based on the ftir results and the customer report that "there was no resistance during the push, and the tube placement went smoothly". A device history record review, and no relevant findings were identified. The IFU provided with the kit informs the user, "when the guidewire is fully retracted, the tip of the guidewire is located at the needle tip". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report that of a separated guide wire was confirmed through complaint investigation of the returned sample. A full visual analysis revealed that the guide wire was separated and lodged inside the needle cannula. After removal of the guide wire, functional testing revealed a blockage within the needle cannula. Ftir testing on this blockage confirmed it is of biological origin. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the sample returned, and the comments from manufacturing/r & d, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, during radial artery puncture, after seeing blood return, the guidewire was pushed in. There was no resistance during the push, and the tube placement went smoothly. However, when removing the puncture needle and guidewire, it was found that the guidewire could not be removed further after being pulled out 1 cm. After several attempts, the guidewire became severely deformed and was partially removed. Ultrasound imaging showed that part of the guidewire tip remained in the patient's body. It was finally removed through surgery, and the patient is currently in good condition." The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, during radial artery puncture, after seeing blood return, the guidewire was pushed in. There was no resistance during the push, and the tube placement went smoothly. However, when removing the puncture needle and guidewire, it was found that the guidewire could not be removed further after being pulled out 1 cm. After several attempts, the guidewire became severely deformed and was partially removed. Ultrasound imaging showed that part of the guidewire tip remained in the patient's body. It was finally removed through surgery, and the patient is currently in good condition." The user changed to a new set to resolve the issue. The patient's current condition is reported as "fine".